Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x1 rb cover broke off. The following information was provided by the initial reporter: material no: 305761 batch no: 0174259. It was reported that after giving the shot. The operator flipped the cover over the needle. Cover broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Report source other: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle eclipse 25x1 rb cover broke off. The following information was provided by the initial reporter: material no: 305761, batch no: 0174259. It was reported that after giving the shot. The operator flipped the cover over the needle. Cover broke off.